Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and replaced due to suspected premature battery depletion.

Manufacturer narrative:
The device met the estimated longevity upon analysis as the device functionality was normal. The cause of the decrease in longevity displayed by the merlin programmer was not determined. The anomalous change in the programmer longevity estimate could not be confirmed as no session records were returned.

Event description:
The merlin programmer displayed a decrease in longevity. The device was explanted and replaced due to suspected premature battery depletion. The patient was stable.